Manufacturer narrative:
The slider was observed using magnification. The fracture surface was determined to be a ductile fracture surface through an external testing house on similar fractures. Furthermore, the fracture surface indicated the failure occurred by a single, overloading event. The corrosion on the fracture surface is a result of the cleaning and processing after the instrument failed. During compression, the guide was noticed at one point to release some compression, indicating that the slider tip failed. The surgeon was using a hand driver when the primary guide failed. The sales rep reported that he advised the surgeon to take caution when hand tightening and to only use two fingers to apply the load. Through failure simulation testing, it was determined that the load required to cause the guide to fail could be reached by over tightening of the guide through manual hand tightening. The root cause of the failure appears to be the over compression of the primary guide. Additional mdrs associated with this event: 3005670412-2012-00001: guide 1.

Event description:
The u plus 90 primary guide had the foot break when the surgeon put on the rib. It happened twice. There was a 10-15 minute delay in surgery.